Event description:
Customer reported that damage cables in swivel arm md eleva fd due to sharp edges on the bracket in swivel arm.

Manufacturer narrative:
(B)(4). Eval method, result, conclusion: investigation is still ongoing on this event. When investigation is completed a follow up report will be sent to the FDA.